Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The cine drive was replaced and formatted. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine disk error message on an intermittent basis. No pt injury was reported.